Event description:
Implant failed due to a loss of osseointegration.

Manufacturer narrative:
The event type has been updated.

Event description:
Implant failed due to a loss of osseointegration. The event type has not been documented correctly in the original report. The event type has been updated.